Manufacturer narrative:
The analysis is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
Following information reported by the end user, the bed did not respond when the caregiver would like to raise the backrest section of the enterprise 5000x bed. After constant pressing of the control button, the loud sound was heard. The bed was removed from use and quarantined. Arjo service was called. There was a patient on the bed. No injury was reported. The evaluation of the bed performed by arjo technician revealed that the backrest hinges and gas spring were broken causing the head section to lower and the bed's frame was bent.

Manufacturer narrative:
Following information reported by the end user, the bed did not respond when the caregiver pressed the button on the control panel to raise the backrest section of the enterprise 5000x bed. After a while of constant pressing of the control button, the loud sound was heard and the partially raised backrest lowered unexpectedly. The bed was removed from use and quarantined. The patient was lying on the bed. No injury was reported. The evaluation of the bed performed by the arjo technician revealed that the backrest hinges and gas spring broke causing the head section to lower and bending the bed's frame. It was decided to replace the bed with the new one. According to the arjo technician¿s opinion, the damages occurred when the caregiver was raising the backrest without noticing that it was blocked by an obstacle. The instruction for use dedicated to enterprise 5000x bed (746.577) warns: ¿when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other objects do not restrict its movement.¿ to sum up, there was a patient on the bed when the hinges broke and the backrest lowered. The enterprise 5000x bed did not meet the specification during the event. The complaint was decided to be reportable due to the backrest hinges breakage during use with the patient that resulted in the lowering of the backrest section.